Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were found to be contaminated and will need replaced to address the issue.